Event description:
The customer reported the o2 e-cylinders being depleted while the ventilator was connected to a wall o2 source. This event was reported to have occurred during patient use. No harm was reported. The remote service engineer (rse) provided the o2 transport guide and advised: 1) grab and go e-cylinders are not recommended as they are flow restrictive. 2) o2 cylinders should not be turned on when connected to wall o2. 3) only one cylinder should be turned on at a time. 4) only turn a cylinder on when ready to transport a patient. 5) advised to check the manifold themselves to connects on o2 source to each inlet port and make sure the other ports do not backflow out. Additionally, the rse provided manual reference to manifold kit part number. Further information is pending.

Manufacturer narrative:
Upon further investigation, the customer clarified this was a general question from the respiratory therapy staff. The inquiry is not related to a specific issue or event. The caregivers were updated that o2 cylinders should not be turned on when connected to wall o2. Only one cylinder should be turned on at a time. Only turn a cylinder on when ready to transport the patient: advised to check the manifold themselves to connect on o2 source to each inlet port and make sure the other ports do not backflow out.